Event description:
A user facility reported a delay to a vaserlipo procedure that was about 1 hour and 20 minutes while the patient was under general anesthesia. The delay was caused by the vaserlipo handpiece being inoperable. The treating physician reported that he was able to complete the procedure with another handpiece, which resolved the issue.

Manufacturer narrative:
The device was returned and evaluated. Service was able to confirm that the handpiece is inoperable. The handpiece failed the waveform, continuity and functional testing. It is unknown what caused the failure of handpiece. Delayed procedure due to inoperable handpiece and system is identified in the vaserlipo system risk assessment. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusions can be found. No corrective action is necessary at this time.